Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the device was returned december 27 and had no further information nor tracking number any longer.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient reported since implant she felt like device never really helped control her symptom, questioning the purpose of the implant. Patient stated she has to go every 45 "minute" and felt like she was not completely emptying her bladder. Patient stated she felt tingling in her left leg and labia area. Patient reported she has tried increasing stimulation and got to a point where it was too high so she lowered it down to 3.3 v where it was now comfortable for her and she was able to feel stimulation. Additional information was received from a consumer via a manufacturer representative. It was reported that the ¿device never worked once battery was implanted,¿ and the patient had a return of symptoms. An x-ray revealed that the lead had migrated, and the cause of the migration was unknown. The lead and ins were replaced. No further patient complications are anticipated or expected as a result of this event.